Event description:
It was reported that the image on the 7600 system became very dark. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The video board was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.